Event description:
The customer reported via phone call that she had issues with the insulin pump's battery. The batteries were not lasting and were not going in correctly when she tried to change them out. The customer received many low and high alerts when the sensor went off. Her blood glucose level was around 500 mg/dl. She had a cortisone shot in her knee and she treated her high blood glucose with extra water and an extra temp basal. The insulin pump also went into threshold suspend when her blood glucose was low. She treated her low blood glucose with juice. The alarms were draining the batteries. Customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.